Event description:
It was reported that while using bd multitest contamination occurred. The following information was provided by the initial reporter: antibodies contaminated with substance. The customer found that as long as this batch of lot is stained, in the cd45 vs ssc , cd4 vs cd8 plots, there are huge noise, but other lots are normal without any noise. Very clean cd45 stain unlike lot 49506.

Manufacturer narrative:
The remedial action field has been updated with corrected information: h.9 - remedial action # - res# 94830.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue (non-specific staining creating unusual staining patterns for cd4+cd+8 populations) was confirmed. Investigation results that were performed on the indicated failure mode were the following: data provided by customer was reviewed. Retain testing results showed the presence of a non-specific staining. Potential cause is determined to be manufacturing related. Additional controls have been put in place in the manufacturing stage specific to the supplied component. Corrective action was initiated to address the root cause and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd multitest contamination occurred. The following information was provided by the initial reporter: antibodies contaminated with substance. The customer found that as long as this batch of lot is stained, in the cd45 vs ssc , cd4 vs cd8 plots, there are huge noise, but other lots are normal without any noise. Very clean cd45 stain unlike lot 49506.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. G5. PMA/510k: k170974. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd multitest contamination occurred. The following information was provided by the initial reporter: antibodies contaminated with substance. The customer found that as long as this batch of lot is stained, in the cd45 vs ssc , cd4 vs cd8 plots, there are huge noise, but other lots are normal without any noise. Very clean cd45 stain unlike lot 49506.